Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device and customer was therefore unable to obtain readings. As a result, customer experienced symptoms described as muscle trembling, almost fainting, and dizziness. Customer was unable to self-treat and was seen at hospital where treatment of saline solution and unspecified meds were administered for a reported diagnosis of hypoglycemia. Customer indicated no glucose was provided. There was no report of death or permanent impairment associated with this event.